Manufacturer narrative:
The bur subject to this complaint was not returned for evaluation. Lot number details were not provided. It was reported that the bur guard was not used with the product indicating that there was potential mis-use of the product during the surgical procedure. It was not possible to determine the definitive root cause for the alleged breakage.

Event description:
It was reported that the bur broke in the patient's mouth during a surgical procedure and that the doctor had to drill to get the piece out. No further adverse consequences were reported.